Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A f/u report will be provided when the inspection results become available. (B)(4).

Event description:
As reported by the user facility: event description: introcan safety catheter, ref # and lot# unk, reports piece missing when removed. The rn who found this in the patient reported that the "IV set was puffy and infiltrated". The rn disconnected the catheter and noticed that it was "jagged with a "v" appearance on 2 sides". The patient was still sedated from her procedure. The IV had just been inserted in the pre-operative setting prior to the patient going to the operating room. No patient injury.